Manufacturer narrative:
No information provided by the dentist. Multiple attempts have been done to gather additional information. No response from dentist.

Event description:
Implant fracture.

Event description:
Implant fracture.